Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs 1225714-2014-01891 and 1225714-2014-01892.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired within less than 24 hours after use of the product on (B)(6), 2012.

Manufacturer narrative:
(B)(4). This is one of two device reports related to this event. Associated MFR report numbers are 1225714-2014-01891 and 1225714-2014-01892. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient experienced alkalosis, cardiac arrhythmias, sudden cardiac arrest, and sudden cardiac death, which is alleged to have been caused by the product administered to the patient during dialysis treatment.